Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator turned off during patient use. The patient was transferred to another ventilator. It was reported that there was no harm to the patient. A service engineer (se) inspected the device and couldn't duplicate the reported condition. The se performed self-testing on the device and all tests passed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator turned off during patient use. At this time it is unknown if there was patient transfer. It was reported that there was no harm to the patient. A service engineer (se) inspected the device and couldn't duplicate the reported condition. The se performed self-testing on the device and all tests passed.